Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no related evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed, and all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. No device fault found.

Event description:
Information was received that during bench testing of this smiths medical cadd solis hpca pump, the pump failed accuracy testing. It was reported that there was no patient involvement.